Manufacturer narrative:
(B)(4). P/n ae05ml is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 samples were taken from the current production p/n 543965 auto endo5 ml lot# 73b1800188, samples were functionally inspected (fired) and issue reported "jaws not opening" was not observed in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. The device history review could not be conducted since the device was not returned. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not locking when they apply pressure to lock it, the jaws do not open back up. The patient's current condition is unknown at this time.